Event description:
It was reported by e-mail that the wheels are broken and the brakes are not disengaging. It is unknown if there was patient involvement or if there are adverse consequences to report.